Manufacturer narrative:
Concomitant medical product: dtmb1d4 crt-d implanted: (B)(6) 2016.

Event description:
It was reported that the patient was unresponsive, admitted to the intensive care unit (ICU) and intubated. It was determined that the right ventricular (rv) lead was undersensing during ventricular fibrillation (vf), delaying cardiac resynchronization therapy defibrillator (crt-d) therapy. The patient was reported to have had multiple episodes of vf that were so fast, the number of intervals to detection (nid) increased, possibly prolonging detection. Rv sensitivity was reprogrammed and lead integrity alert (lia)s were turned off to prevent changes to nid. As of one week after the report, the patient was no longer in the ICU. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.